Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload or download anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was alleging that the insulin pump was under delivering. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer's other blood glucose level was 200-250 mg/dl. He was assisted in troubleshooting for high blood glucose. The customer was treated with insulin pump. The customer was advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.